Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels of 44 mg/dl. The customer states she was on the night of (B)(6) 2017. The customer declined assistance for the low blood sugar level and state he ate something to treat. There was no indication that the insulin pump over delivered insulin. The product was not returned for analysis.